Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was fully inserted and removed in the same procedure due to vitreous capsular leak. No lens was implanted and patient was referred to retina specialist, patient is well post-op. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was observed that in section b5 in the initial MDR the following information was inadvertently not included: a vitrectomy and sutures were required, and the removed lens was discarded. Additionally, in the initial MDR, section h6 impact code 4650 was provided, however, more appropriate codes, 4625, 4627 and 4625 are now being provided to capture sutures, removal and vitrectomy. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.